Event description:
It was reported that the insulin gauge was displaying a different amount than expected after a pump update and cartridge reload. The customer's blood glucose level was displayed as "high," but no specific value was provided. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections and did not require assistance from a third party. Customer continued to use the existing cartridge.